Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the user was unable to log in to issue items and cubex app was not responding. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) noted that after restarting the aio using the power button, the screen remained stuck on connecting. Initial checks showed light on the network cable connector, but later no light was observed despite confirming a tight connection and restarting via the cubex app. Facility was last online with pending sync, and customer was unaware of any power or network changes. Customer was advised to contact local it to verify the status of the network port where the aio is connected. Customer reported that the issue was resolved by the facility's it department. The system functioned as intended after the technical support specialist investigated the device.